Event description:
It was reported that review of log file data revealed history of various motor start events with parameters outside of the typical range. Also, the controller exhibited loss of power. The ventricular assist device (vad) and the controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller d4: model#: 1420 / catalog#:1420 / expiration date:31-dec-2023 / serial#: (B)(6) d9: no h3: no h4: mfg date: 12-dec-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: controller 2.0 (B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the cause of the controller power loss was suspected to be an accidental double disconnection of power sources.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: controller 2.0 (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump (B)(6) and one (1) controller (B)(6) were not returned for analysis as both devices remain in service. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed motor start events recorded on (B)(6) 2023 at 12:50:21, (B)(6) 2023 at 13:48:31, (B)(6) 2023 at 13:20:38, (B)(6) 2023 at 14:17:02, and (B)(6) 2023 at 20:59:25 in which motor start parameters were atypical. Log file analysis revealed a controller power-up event with an associated motor start event logged on (B)(6) 2024 at 21:10:50, indicating a loss of power to the controller. The data point recorded prior to the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 97% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for approximately ten (10) seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported events were confirmed. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.